Event description:
Patient went emergently as a trauma to the operating room; had aortic graft placed. We received a recall for that same graft one day later. Pt is experiencing symptoms documented in the recall. Pt has a thrombus. All product was pulled from shelves the date that the recall was received.